Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: 7121 lead, implanted: (B)(6) 2008; 5076-58 lead, implanted: (B)(6) 2008. Product event summary : the lead was not returned for analysis, however, performance data was collected from the device and analyzed. Analysis revealed high pacing impedance.

Event description:
It was reported that the left ventricular (lv) lead pacing impedance spiked to high and an alert was triggered. Performance data showed the lv tip to coil impedance was variable. The lead remains in use. No patient complications have been reported as a result of this event.